Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead guidewire (B)(4) found no anomalies the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that one of the guidewires was broken when they opened the kit. No patient involved, no symptoms reported.